Event description:
On (B)(6) 2012, the patient contacted animas and stated she experienced a blood glucose (bg) value of 800mg/dl with nausea and vomiting and was admitted to the hospital. On (B)(6) 2012, the patient reportedly had problems clearing a "loss of prime" alarm. The patient stated that it took long to clear the alarm and her bg was reportedly 400mg/dl and was treated via correction injection. It was noted that the patient was blind and was living in a nursing home and needed assistance with the pump from the staff. The patient stated that she was not sure if the cartridge cap was secured to the pump. Customer support (cs) reviewed the pump with the patient and there was no indication of a settings or programming issue with the pump. The patient reportedly did not have a cartridge in the pump at the time cs was troubleshooting the pump with the patient. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin pump therapy. The patient reported having "loss of prime" issues with the pump and had difficulty clearing the alarm. The pump was alarming appropriately. The pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.